Manufacturer narrative:
Generator was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure. The temperature and impedance issues are not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since two ablation catheters were used in the patient prior to the adverse event, this event is being reported under both catheters used. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mobicath sheath. (B)(4) are related to the same incident.

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation procedure for atrial fibrillation and atrial flutter with two thermocool® smarttouch® sf bi-directional nav catheters and suffered a cardiac tamponade requiring pericardiocentesis. After the smarttouch catheter and mobicath sheath were introduced into the left atrium, pvi was performed. During ablation phase, approximately 2 hours into the procedure, the physician adjusted the mobicath deflection mechanism to create a circular shape, in order to access the inferior vena cava (ivc) side. Upon the 2nd ablation, the temperature disappeared. Catheter was changed and the issue resolved. After cartomerge, and while using the 2nd catheter to ablate the right superior pulmonary vein (rspv) roof, impedance increased significantly 2-3 times. Ablation was stopped by the generator several times after reaching the impedance cut-off. After a few minutes, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis was performed and yielded an unspecified amount of fluid and blood pressure was recovered. Pvi was then performed. Ablation catheter was removed from the left atrium and ablation was conducted at the cavotricuspid isthmus (cti). While ablating the cti, a temperature issue occurred. It was noted that the catheter became stuck in a roof vein on the right pulmonary vein, and may have contributed to the tamponade. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Transseptal puncture was performed with an unspecified needle.